Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The incision was enlarged to remove the lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn in pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.